Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. During the evaluation, no visual wear marks were observed. No defects were observed on the ultrasonic welding/glue at the handle. All switches were verified and the unit passed the signal test. The unit was dissected to verify the electrical connections. No abnormal condition was observed in terms of wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. According to the information provided by the customer, the footswitch malfunctioned during surgery, which can be identified as a possible contributor for the reported failure. Based on this and the returned unit¿s evaluation, a defective probe can be ruled out as possible contributor for the condition observed. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a shoulder arthroscopy procedure the device burnt the patient's shoulder. An electric arc at the end of the electrode. The malfunction is believed to be cause due to the pedal. An error code was seen on the console.

Event description:
It was reported that during a shoulder arthroscopy procedure the device burnt the patient's shoulder. An electric arc at the end of the electrode. The malfunction is believed to be cause due to the pedal. An error code was seen on the console.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.